Event description:
It was reported from a literature case report that a patient underwent a surgical procedure on an unknown date and an absorbable hemostat was cut into three pieces and was implanted between the stomach and spleen. The patient was discharged from the hospital on day 16. Four months later, the patient presented with a low grade fever and abdominal symptoms. CT scan revealed heterogenous mass. An exploratory laparotomy was performed on unknown date and the mass was removed. Microscopic examination revealed a fibrous encapsulation containing the foreign body giant cell reaction. Also identified as an intra abdominal foreign body granuloma caused by retained absorbable hemostat residue. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.